Event description:
Litigation papers allege the following: patient suffered injury to the body and extremities, medical expenses for the treatment of such injuries, pain and suffering of both a physical and mental nature, permanent injury to the body as a whole, and loss of the ability to lead and enjoy a normal life. Patient has been injured by excessive levels of chromium and cobalt. Patient has not yet scheduled an explantation of the asr hip implant.

Event description:
Litigation papers allege the following: patient suffered injury to the body and extremities, medical expenses for the treatment of such injuries, pain and suffering of both a physical and mental nature, permanent injury to the body as a whole, and loss of the ability to lead and enjoy a normal life. Patient has been injured by excessive levels of chromium and cobalt. Patient has not yet scheduled an explantation of the asr hip implant. Update: (B)(6) 2011 - the sales rep has reported the revision. Patient was revised due to loosening of the cup and stem. Revision was for the right side.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.